Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error alarms noted during testing however, the formatted history file confirmed software error alarm due to a software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels between 40-70 mg/dl. The customer was treated for the low blood glucose with the insulin pump. Customer¿s blood glucose level was 150 mg/dl at the time of the call. Customer also mentioned the insulin pump alarmed error 53. Advised to check insulin pump settings for accuracy. Customer already cleared alarms and rewound the insulin pump. Advised to remain disconnected. Advised to program a normal bolus into the air to determine if delivery was successful. Bolus amount was recorded in the daily history. The customer was advised the insulin pump will be replaced. The product is expected to return for analysis.